Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a rechargeable implantable neurostimulator (ins) has a wireless recharger (wr) that was coming up with an error message 1713. It was reviewed that error 1713 is triggered when the recharger is trying to recharge an ins that is in overdischarge. Physician recharge mode (prm) was reviewed. 2024-aug-23 e1 (for, rep): no new information.